Event description:
It was reported that the patient had difficulties establishing a connection between their implantable pulse generator (ipg) and their charger. The patient was also experiencing ipg charging difficulties and inadequate stimulation. The physician assessed that the ipg had migrated. The patient underwent a pocket revision procedure and is doing well post-operatively.